Manufacturer narrative:
Follow-up # 1 06/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and up and down arrow contacts were found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that when she presses the buttons on her pump, the screen she needs will not come up. She denies any trauma to keypad.